Event description:
The suture was said to have come loose and the cvl reportedly came out. A new device was reportedly placed.

Manufacturer narrative:
A lot history review (lhr) review is not possible, as no mfg lot number has been provided by the complainant. The device has not been returned to the MFR for eval.